Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 375mg/dl. Troubleshooting was performed. Reviewed the basal rates, bolus history, time and date and they were correct. The alarm history revealed low reservoir alarms. Ran a self-test and passed. Performed a fixed prime test and the insulin exited.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.